Manufacturer narrative:
Reported event: an event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows a recently shell with the presence of biological matter. However, there was nothing remarkable to report. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: need primary operative report, office/clinical reports, dated x-rays, etc. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including primary operative report, office/clinical reports, dated x-rays, etc. And return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient presented with loose acetabular shell. Shell [and two screws] explanted and revised. "No allegations against head and liner."

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
Patient presented with loose acetabular shell. Shell [and two screws] explanted and revised. "No allegations against head and liner."